Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was admitted on (B)(6)2020 for a gastrointestinal (gi) bleed. During admission, the patient's ldh was monitored loosely and increase with a concern for outlet obstruction or twist. A computerized tomography (CT) scan was performed which did not show this. Repeated ldh was normal and there was questioning of whether there was a lab error for the abnormally high ones. The patient was treated with heparin gtt. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents 53756793) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2019 via customer order (B)(4). The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 to (B)(6) 2020 for a gi bleed. The patient's ldh was monitored closely. The ldh did increase and there was concern for outlet obstruction or twist. A CT scan was done which did not show this. Repeat ldh was normal and there was questioning of whether there was a lab error for the abnormally high ones.